Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with li lithium on a cobas 8000 c 702 module. Patient 1: the sample initially resulted in a li value of <0.11 accompanied by a data flag. The sample was repeated four times, resulting in values of <0.11 accompanied by a data flag, 1.77 accompanied by a data flag, <0.11 accompanied by a data flag, and 1.92 accompanied by a data flag. Patient 2: the sample initially resulted in a li value of 0.66. The sample was repeated two times, resulting in values of 0.69 and >6 accompanied by a data flag. Patient 3: the sample initially resulted in a li value of 0.48. The sample was repeated two times, resulting in vales of 0.47 and 5.01 accompanied by a data flag. Patient 4: the sample initially resulted in a li value of <0.11 accompanied by a data flag. The sample was repeated two times, resulting in values of <0.11 accompanied by a data flag and 5.03 accompanied by a data flag. Patient 5: the sample initially resulted in a li value of 0.62. The sample was repeated two times, resulting in values of 0.64 and 5.9. Patient 6: the sample initially resulted in a li value of 0.47. The sample was repeated two times, resulting in values of 0.46 and 1.75 accompanied by a data flag. Patient 7: the sample initially resulted in a li value of 0.72 and repeated as 5.62 accompanied by a data flag. No units of measurement were provided. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The lithium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer checked the analyzer and found a low-filling cell rinse water and contaminated sample probes. He adjusted the cell rinse water and cleaned the sample probe. Quality controls were run and were normal. The investigation determined the issue is consistent with inadequate operator and service maintenance of the analyzer.